Event description:
A report was received that the patient had a suspected infection. The patient¿s pocket site was starting to open up. The patient underwent a revision procedure wherein the physician opened the wound and confirmed that there was no infection. The physician believed that the event was procedure related and that the skin was very thin in that area. The patient was doing well post-operatively.